Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 10 months later, the patient presented with a failed valve. The mode of failure was not provided at the time of the report. However, it was later reported by the fcs that the patient underwent a valve in valve intervention approximately 5 years and 12 days after initial tavr with a 20mm sapien 3 ultra valve inside the pre-existing 23mm sapien 3 ultra valve due to stenosis.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation coding. Updated g6, h6 type of investigation, investigation findings, and investigation conclusions, and h11.

Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of additional information. Updated b4, b5, g3, g6, h2, and h11. Corrected h6 clinical code. Investigation is still ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 10 months later, the patient presented with a failed valve. The mode of failure was not provided at the time of the report nor was there any information regarding symptoms, hospitalization or a plan for intervention. However, it was later reported by the fcs that the patient underwent a valve in valve intervention approximately 5 years and 12 days after initial tavr with a 20mm sapien 3 ultra valve inside the pre-existing 23mm sapien 3 ultra valve due to stenosis. As per follow-up with the fcs, the patient was noted to have severe aortic stenosis with shortness of breath. Relevant medical history included a syncopal episode that occurred in a dining room.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on the information provided. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.